Event description:
Failed mynx closure device. Manual hemostasis was required with subsequent femstop placement.when deploying the mynx closure device, the balloon failed to deflate. When attempting to remove the device from the patient, the balloon sheared in the tissue tract. Hydroseal was deployed in the tissue tract properly. When the wire and advance tube were removed, the balloon was not on the wire.

Event description:
Failed mynx closure device. Manual hemostasis was required with subsequent femstop placement.when deploying the mynx closure device, the balloon failed to deflate. When attempting to remove the device from the patient, the balloon sheared in the tissue tract. Hydroseal was deployed in the tissue tract properly. When the wire and advance tube were removed, the balloon was not on the wire.